Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional reportable findings: there was a stain on the image. The new failure phenomena was confirmed during inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: the intermittent image loss was due to a faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue occurred during preparation for use. There were no reports of patient harm.